Manufacturer narrative:
A medtronic field service engineer visited the site and found that one of the motion batteries was not charging properly, causing the critical battery error. He replaced motion batteries and upgraded x-ray battery connectors. Verified system functioned properly after replacement. Issue resolved.

Event description:
Site biomed representative, reported a low battery level error during a 3d spin for a spine surgery. The surgery was completed with use of the o-arm. No patient harm occurred. Delay of 10 min.

Manufacturer narrative:
Medtronic investigation of the returned 8 batteries was unable to replicate the reported issue. Functional testing under no load each battery measured between 12.14 vdc and 13.13 vdc. This is greater than the rated 12vdc. No fault found. . The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.